Event description:
The customer reported that they had a speaker malfunction message and there was no audio coming from the device. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.